Event description:
Additional information was received indicating intravenous heparin dose was increased during the hospitalization.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively to a cardiac ablation procedure; after waking from anesthesia, the patient experienced double vision. Neurological examination identified abducens paresis and nystagmus. A computed tomography scan showed no bleeding or vascular occlusion. The patient was transferred to the stroke unit for monitoring. Magnetic resonance imaging revealed a small punctate infarction in the left frontal lobe, possibly of embolic origin. The activated clotting time was several times below 300 seconds, with the lowest value recorded at 281 seconds. During hospitalization, the patient experienced an early recurrence of atrial fibrillation, which was confirmed by electrocardiogram on two consecutive days. An antiarrhythmic was administered orally, and pharmacological cardioversion was performed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.